Event description:
Procedure: ventral hernia repair. According to the reporter: the surgeon used a device and at least eight stay sutures to anchor the mesh, before making two concentric rows of fixation with absorba tack. Two days later, the patient returned with a bowel obstruction. Under further examination, the surgeon noticed the mesh had migrated and the tacks had ripped through the mesh.